Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm was noted. No excessive no delivery alarm was noted. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 211 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.